Event description:
The manufacturer received information alleging,cough,nasal/throat irritation or soreness that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported cough, nasal/throat irritation or soreness with the bipap device's sound abatement foam. The manufacturer received additional information alleging particles in tubing/chamber. There was no allegation of serious or permanent harm or injury.